Event description:
It was reported that during a preparation of a port placement procedure, the doctor found that the flushing tube was allegedly not smooth when flushing the puncture needle and found that there was a metal substance inside the puncture needle blocking the tube lumen. Reportedly the port had suction issue. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows opened package kit with scattered components. The investigation is inconclusive for the reported contamination, obstruction of flow, difficult to flush and suction issue as the provided photo has no evidence to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of a port placement procedure, the doctor found that the flushing tube was allegedly not smooth when flushing the puncture needle and found that there was a metal substance inside the puncture needle blocking the tube lumen. Reportedly the port had suction issue. The procedure was completed with another device. There was no patient contact.